Event description:
The customer reported the loss of live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and advised the customer let the system charge the batteries. After the batteries were recharged, the system operates as intended.